Manufacturer narrative:
(B) (4) - smoke inhalation. Preliminary testing and investigation results indicate that the battery was not leaking battery acid. The device reported, list # 52034 is an abbott product that is marketed internationally which is the same or similar to a device, list # 52036, that is marketed domestically. (B) (4)

Event description:
At 7 pm, child was put to bed and pump set up. At 9 pm when child was checked on, pump was smoking/smouldering and room was filled with smoke. Child's bedding was smouldering. Child was taken to hosp with smoke inhalation but not kept in. Pump was leaking battery acid.